Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to infection and pocket erosion. The patient condition was well and in great spirits post procedure.